Manufacturer narrative:
Product was not returned for investigation and a lot number was not provided. The complaint could not be confirmed.

Event description:
Information received indicates the tubing was leaking at connection point. Using baxter bag.